Event description:
Per the clinic, the patient experienced performance decrement with device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2016. The patient was reimplanted with a new device during the same surgery.